Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death as indicated by the reporting party was that the customer's heart stopped. The caller stated that the customer had just diabetes that may have led to the customer's passing. The customer's blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The caller stated the insulin pump had last been worn during the day on the date of death, and the customer passed at night. The caller did not know why the customer was not wearing the insulin pump at night at the time of death. The customer was not using sensors. The insulin pump will not be returned for analysis.